Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: cracked front glass screen (resistive touchscreen) and a bent pin on the main printed circuit board (pcb). The reported event of damage to the system monitor (B)(4), was confirmed when the returned unit was evaluated by technical service. The analysis revealed a cracked front glass screen (resistive touchscreen). Several attempts were made to contact the customer with an estimate of repair costs: however, customer did not provide a repair po for this unit. The device was not repaired, and was shipped back to the customer site as is. As a result, this the complaint file will be closed accordingly. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with mfg and qa specifications. System monitor serial number (B)(4) was shipped to the customer on (B)(6) 2019. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was cracked. The device was returned for evaluation. Upon evaluation of the device, damage to a pin on the main printed circuit board (pcb) was found.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported, that the monitor screen is damaged was confirmed, when the returned system monitor (B)(6) was evaluated by burlington technical service staff. The analysis revealed, a cracked front glass screen (resistive touchscreen). The system monitor touchscreen glass and associated gaskets were replaced. After the damage parts were replaced. Performed full functional checkout and the unit passed all performed tests. The repaired system monitor (B)(6) was returned to customer. The device history records were reviewed. And the records revealed, the system monitor was manufactured in accordance with mfg and qa specifications. System monitor serial number (B)(6) was shipped to the customer on 27feb2019. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4, ¿system monitor¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4, ¿system monitor¿ and heartmate iii patient handbook section 6, ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.